Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. Review of the submitted log file confirmed the elevations in pump power and flow as well as low-speed operation events; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The submitted log files collectively contained events from (B)(6) 2024. A transient elevation in pump power and estimated flow was observed on (B)(6) 2024 with values of 8.1 watts and 8.5 lpm, respectively. Additionally, low speed operation events were captured on (B)(6) 2024. No other notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including device thrombosis and death, that may be associated with the use of heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU outline indications of pump thrombosis as well as how to respond to such events. Section 6 of the IFU, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7, ¿alarms and troubleshooting¿, outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot alarms. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for atypical voltages recorded. The log files recorded atypical fluctuations in the recorded relative state-of-charge values while connected to battery power throughout this history. These sometimes appear as reduced values at one point of data capture followed by a greater value at a later data capture point. There were also a few low voltage hazard events recorded during power source changes at the moment when one power lead was connected to battery power. While connected to mobile power unit power, the recorded supply voltages were also less than expected, some values were less than 13.5 volts during some data points. On 23may2024 it was reported that the white power lead of the system controller showed signs of wear and damage. The cause of the atypical voltage issues was confirmed to be a result of damage to both the white and black power cables. The system controller was exchanged, which resolved the events. Additional log files were submitted were able to capture low voltages while connected to the clinic power module. The damage to the power cable was likely related to the voltage issues observed in the log file data. On 28may2024 additional log files were submitted for review and captured a single unstained power/flow elevation on 22may2024. In addition, the log files captured numerous low battery alarms due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to be operating as intended. On 10jun2024, additional log files were submitted for review and captured more low voltage advisory events, which were followed by a low voltage hazard event. There were also unusual voltages recorded while connected to the power module / patient cable. It was also reported that the patient had elevated lactate dehydrogenase (ldh) in addition to new signs and symptoms of heart failure. The patient's serum creatinine was up, sodium was down, and volume was up, which indicated worsening heart failure. The submitted log file indicated that the system controller was connected on (B)(6) 2024 at 18:22 and recorded data through 13jun2024 at 22:59. There were two low speed advisory events associated with pulsatility index (pi) events on 13jun2024 at 22:59. The cause of these events was unable to be determined based on the log file history. The patient was to get a right heart catheterization and echocardiogram. The patient was then scheduled for a pump exchange on (B)(6) 2024 due to the suspected pump thrombosis. The center requested the pump to be cleaned and returned as a functioning demo ((B)(6)). The patient passed away on (B)(6) 2024.